Manufacturer narrative:
Report source. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative reporting that during the implant procedure it was found that the lead was missing the protection cap for connecting the extension with the electrode. A protection cap was used from a different lead. The issue was resolved.